Event description:
Related manufacturer report number: 2017865-2023-18837. During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on both the right atrial (ra) and right ventricular (rv) leads. In addition, episodes of inappropriate mode switch were observed on the ra lead. Ra and rv lead damage was suspected, but could not be confirmed to be the cause of the reported event. No intervention was performed at this time. The patient was stable and will continue to be monitored.